Event description:
The service report shows while the hosp was performing their routine service they noticed the alarm was not functioning. The nellcor purtian-bennett customer support engineer (npb cse) verified there was no audible alarm during testing. The npb cse inspected the device and replaced the wiring harness for the utility panel, as the wire became diconnected from the volume potentiometer. The unit passed extended self testing. This report is not admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.